Manufacturer narrative:
The returned valve showed no signs of occlusion. It was patent and passed reflux testing. It met all specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was occluded.